Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving dilaudid 5mg/ml at 1mg/day via an implanted pump. Indication for use was noted as spinal pain. It was reported that the pump had flipped. The physician believed it was due to weight loss and loose tissue. The pocket was revised on (B)(6) 2016 and a mesh pouch was added. The issue resolved at the time of report. The patient's status at the time of report was noted as "alive- no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.